Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged for under delivery due to inconsistent blood glucose. Customer¿s blood glucose was 248 mg/dl at time of incident and current blood glucose was 245 mg/dl. Customer performed self test and passed the test. Customer had abdominal pain at time of incident. Customer mentioned that insulin pump failed to deliver as exposed to magnetic resonance imaging. Drive support cap was normal. Customer declined to continue troubleshooting. Customer also mentioned that customer was hospitalized due to high blood glucose of 900 mg/dl in 2001. Customer used syringes to treat as insulin pump was not working due to battery problem. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No motor anomaly, displacement anomaly, a17 alarm, a21 alarm or a47 alarm noted during testing. The motor was tested outside of the device and passed. Device had scratched reservoir tube window and cracked reservoir tube lip.